Event description:
The technician at the facility reported an infusion pump with failure code 810:04 during patient infusion. No additional contact information was provided. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.